Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed. The error code was resolved and cleared; however, the cause was unknown. It was also discovered that the unit was upstream occluding constantly during testing. The uso sensor was replaced and the problem was resolved.

Event description:
The device was returned because it was reported that the device had a red screen and an error message 46510 and it was found out during testing. The results of the investigation confirmed the error message.